Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported during a corneal flap creation for a lasik procedure, a vertical gas breakthrough occurred at near the hinge canal. Reporter indicate the flap was able to be lifted and excimer treatment was performed. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. With information provided the root cause could not be determined conclusively. The most likely root cause could be a short canal, which is set by the user. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.